Event description:
It was reported that the care fusion pump won't associate any pumps. Tried different brains and resetting the computer. It will let us manually associate the pump but then not give an option to add an order to it. . There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.